Event description:
It was reported that the insulin pump was fell off the bed onto the floor. It made a high pitch noise and then it gave a displayable history failed alarm. Customer could not clear the alarm, she removed the battery and it counts to 7 and then the screen goes blank. A temporary basal was not programmed before the alarm. Device was not stored without a battery or a dead battery for an extended period of time and it is not in the spanish language. Customer was advised to insert a new battery; the display did not return. Customer was instructed to remove the battery for 10 minutes, clean the battery cap and reinsert the battery; the display returned. Blood glucose value is 212 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.